Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing was normal and visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the left ventricular lead exhibited loss of capture. Chest x-rays showed that the lead was dislodged. The lead was explanted. The patient condition was stable.